Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to all specs, however the pneumatic exhaust hose was leaking oil due to hose damage. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during equipment testing, the hose portion of the pneumatic drill leaked an unreported substance. There was no pt involvement associated with this event. No user injuries were reported. Attempts to obtain add'l info were unsuccessful.